Event description:
The customer reported that the system boots up fine but the system does not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep found the unit was not making x-ray on cold boot up. He found that the hvsr was holding x-ray from being produced. He replaced the hvsr pcb and calibrated the unit. This action took care of the "no x-ray on cold boot" problem. The rep verified proper operation and returned the unit to service.